Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be the dressing integrity is compromised or a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that device displayed an air leak alarm and a low vacuum alarm. Several troubleshooting steps were performed but the low vacuum alarm was not solved. The customer was advised that since the problem was not solved with the troubleshooting stepts provided there was a potencial issue with the device. No further information is available.